Event description:
Additional information indicates surgery took place on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
Correction: section e: reported name and address updated to reflect current facility information. Section h6: codes updated to reflect accurate code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.